Event description:
Additional details were provided upon follow-up. The blood leak was confirmed to be internal. The machine, a fresenius 5008s, alarmed appropriately with a blood leak alarm. There were no visible defects noticed on the dialyzer. A blood leak test strip was not used. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on the same machine.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10.

Manufacturer narrative:
Plant investigation: the complaint sample was not available, and no meaningful photos were provided for review. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint has been confirmed.

Event description:
It was reported that a dialyzer blood leak occurred ten minutes into a patient¿s hemodialysis (hd) treatment. The leak was described as a ¿rupture of the dialyzer¿s fibers¿. The incident resulted in approximately 50 ml (or less) of blood loss, and a discontinuation of treatment. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.